Manufacturer narrative:
Results: death, st. (B)(4).

Event description:
During the index procedure one endeavor sprint rx stent was implanted in the lad vessel. Approximately 13 months post index procedure it is reported the patient is reported to have suffered from cardiac arrest and died. The cause of death has been classified as sudden death -cardiac. It is reported that the patient may have suffered a possible stent thrombosis on the same day. Investigator indicated there was a possible relationship between the event and the study device.